Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device interrogated in back-up mode. The device has reportedly been in back-up since the patient's last follow-up in july 2000. An initial attempt to download the software was unsuccessful. A second download attempt was successful with the exception that the current drain ranged from 14ua to 384ua. The device will be replaced.